Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0606150 implantable port allegedly experienced a defective component. This event was reported from a single source. This event reported no patient involvement. The patient was reported as a male whose weight and age were not provided.

Manufacturer narrative:
The lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. This is the only complaint that has been reported for this corporate lot number to date. One titanium port with various kit components, including a catheter in three pieces and introducer sheath and dilator, was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is inconclusive for porosity, as leak testing the port, peel-apart introducer sheath and dilator, and each portion of the catheter under hydraulic pressure was not able to identify any leak or abnormality. No tray lid features were found which suggest a hole/leakage/inappropriate porosity. In addition, three electronic photos were provided for review, two of the top of the tray lid and one of various kit components in the tray; no obvious signs of porosity were found. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0606150 implantable port experienced a defective component. This event was reported from a single source. This event reported no patient involvement. The patient was reported as a male whose weight and age were not provided.